Event description:
Customer alleged concentrator caught fire and damaged the living room and son-in-law had to break window to remove customer, which resulted in her leg being severely cut. Serious injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 10 years 10 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, who weighs (B)(6). The consumer lived at home, but under hospice care. The consumers preexisting medical condition diagnosis is emphysema and congestive heart failure. The consumers stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device - dealer states that preventative maintenance was performed in (B)(6) 2010, (B)(6) 2011. The unit was placed into the consumer's home on (B)(6) 2012. On (B)(6) 2012, the day before the alleged incident, the dealer was called out by the family because the oxygen level dropped down from 2 lpm to 1 lpm and the unit was allegedly not providing enough oxygen to the consumer. The unit was also making a really loud noise (motor). The dealer checked the unit and put on a new water bottle. He advised the family that the unit was working as intended. The consumer has been using this unit for approximately (B)(6) months. The dealer called stating that the irc5lx oxygen concentrator allegedly caught fire in the consumer's home on (B)(6) 2012. The consumer's grand-daughter confirmed that there was no smoking in the home. The consumer still had her tubing in her nose when the alleged incident occurred. The unit was on the other side of the bedroom against the wall (actually located in the living room). There was an outlet where the unit was plugged in and nothing else was around it. The window was allegedly broken open so that the consumer and a family member could be retrieved. The consumer sustained smoke inhalation. The consumer was taken to the hospital to be observed and released, she was treated only for the smoke inhalation. The consumer was home from the hospital and doing fine. The family member, who was also in the home at the time of the alleged incident, sustained deep cuts to her legs, while going through the broken window, that required surgery. As of (B)(6) 2012, the family member was still in the hospital. The dealer does not know much more on the details of the injuries. The fire department was called to the scene. The county/state fire marshall observed the scene with pictures and a report should be available. The consumer's family is holding the unit. Invacare received communication from the dealer on (B)(6) 2012, that the consumer passed away. The cause of death is unclear. The dealer stated that the consumer passed away in the home. No additional information is available at this time.